Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing of atrial p waves on the right ventricular (rv) lead. This oversensing resulted in inappropriate device annotations, including lvs and vf markers. Technical services (ts) was consulted to review device data and found episodes that show a low amplitude signal on the rv channel with occasional rv oversensing that aligns to the as beats. Pace/sense impedance, shock impedance and thresholds appear to be stable. Additionally, the rv beats occurred following an oversensed atrial signal (annotated as vf) consistent with noise-related atrial oversensing. Ts recommended to evaluate the rv lead. Ts recommended troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported the occasional isolated right ventricular (rv) oversensing is also resulting in rvs beats and therefore, has the potential to reduce biv pacing. Ts recommended to closely the biv pacing. At this time, the device remains in service. No adverse patient effects were reported.